Event description:
A female pt reported she experienced an eye infection and iritis following the use of complete moistureplus. The pt indicated that she was re-fit from rgp lenses to soft lenses in 2006. She was given complete moistureplus to care for her new b and l purevision lenses. Prior to the event, she began to experience "goopey stuff" from her eyes. She saw her optometrist who prescribed vigamox (moxifloxacin) and had her discontinue use of her lenses during the treatment period of 7 days. When she resumed lens wear, she started with new contacts, a new case and a new unit of disinfecting solution (complete moistureplus). Her symptoms soon returned to the right eye only and she was again prescribed vigamox for one week. She had not resumed lens wear, when the discharge again returned and she was treated again. She did not wear contacts the next month and resumed lens wear the following month. She was not comfortable, indicating that although there was no discharge, after 8 hours of wear, the right eye felt teary and uncomfortable. She was seen by an ophthalmologist one month later, who said that it looked like she had "conjunctivitis under the eyelids" and prescribed tobradex (tobramycin dexamehtasone). Nineteen days later, as she tapered the dose, she began to experience eye pain and photophobia in the right eye. She saw her md two days later, who reportedly diagnosed iritis. She was prescribed prednisolone acetate 1%. As she tapered the dose of this drug, she began to again experience eye pain and photophobia. She saw another md seventeen days later. This cycle continued three more times, where she began to taper her dose, the iritis symptoms returned. She was discontinued of pred forte around the in 2007 and was prescribed lotomax for the next two weeks. The pt had resumed lens wear. Add'l info was requested but not rec'd. Chemical analysis of a retained sample was within product specs. Batch record review provided no explanation for the pt's complaint.

Manufacturer narrative:
Batch record review of reported lot and retain eval were performed. Product was within specifications.